Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date cannot be determined. Although the complainant has indicated that the suspect device will be returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported event is undetermined.

Event description:
On june 17, 2008, it was reported to boston scientific corporation that a corflo cubby dual port standard balloon device was used during a peg procedure on two weeks earlier (patient age, gender and weight unknown). According to the complainant, the balloon ruptured two weeks after placement. The device was replaced with another corflo cubby dual port standard balloon device. No patient complications were reported as a result of this event.